Manufacturer narrative:
Other applicable components are: product ID: 37085-60, lot# nkn099345v, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: extension. Product ID: 37085-60, lot# nkn099348v, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: extension.

Event description:
A health care professional via a manufacturer representative reported a consumer¿s symptoms got serious/were aggravated and he wanted to have reprogramming done. In (B)(6) 2016 the hcp found high impedance (over 40000 ohms) and proposed to replace the electrode and the ¿lead¿ because the image examination did not find a problem. During the surgery on (B)(6) 2016,the hcp disconnected the electrode and ¿lead¿ connection, and there was no impedance issue found when testing the electrode. The hcp determined to replace the ¿lead¿ and impedance recovered to normal. The consumer¿s symptoms were relieved and he was in good condition. Indication for use included parkinson¿s disease.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The company representative (rep) additionally reported the battery was found depleted and was replaced on (B)(6) 2016. It was unknown what type of battery depletion this was. It was unknown if the patient was in cycling or continuous mode. The patient was in treatment and current status was normal without negative effects on the patient.

Manufacturer narrative:
Device analysis for extension (B)(4) revealed no significant anomaly. The body was cut through, product segmented. The extension was cut through/segmented in two different locations. Device analysis for extension (B)(4) revealed no significant anomaly. The body was cut through, product segmented. The extension was cut through/segmented in two different locations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.